Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the tip broke off in the patient. The patient was on the table a little longer than was necessary while they searched for the tip. Turns out it was actually the pad that fell off of the harmonic, it looks like most of it was retrieved but they were not 100% sure so a report was written up and they are keeping an eye on the patient. No word yet if the patient is having any adverse effects.